Event description:
It was reported post op a gastric band procedure, the band slipped and there was a prolapse above the band. The patient has had several fills and has lost about 30lbs. The surgeon thinks that overfilling was the cause of the band slippage. The band was repositioned and the patient is doing well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.